Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that there was a patient on a very high sensitivity at 9, a/c, p/c rr 25, peep 8 vt 250ml on the ltv 1500 ventilator. When they move the patient to a stroller and place the unit on the patient, they need to turn down the sensitivity to about 7-8 so she can take a breath. They switch over is very quick maybe 30 seconds. The customer confirmed that there was no patient harm associated with the reported event.